Event description:
It was reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer successfully resolved the issue by leaving the wall adapter plugged into a working outlet for at least 30 minutes, using the original charging supplies, and no further assistance was required.